Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets were not allowing blood to flow when being hooked up to the hub of the intravenous (IV) catheter lines. This issue was found during use of the devices. This was also found when placing on a new IV. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3, b5, h3, h4, h6, and h10. B3: the event occurred on an unknown date between (B)(6) 2023 - (B)(6) 2023. B5: the suspected quantity of one-link non-dehp microbore catheter extension sets were 4-5 sets. It was further reported the intravenous(IV) tube was connected to the patient. The j-loop was connected to the hub of the IV. A vacutainer was attached to the j-loop to obtain blood work. No blood return was noted in the j-loop. The j-loop off the hub was replaced with a new j-loop. A new vacutainer was attached to the new j-loop and blood was obtained. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.